Manufacturer narrative:
A siemens technical applications specialist (tas) was dispatched to the customer site. After review of the instruments' data, the tas concluded the data shows precision, quality controls and calibration recoveries were within specifications. Calibration data was reviewed and no issues were found. The tas did not find a method or instrument issue. The cause of the discordant, falsely low calcium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low calcium results were obtained on one patient sample on a dimension vista 1500 instrument. An alternate tube from the same draw was run on an alternate system with an alternate methodology, resulting higher. The results were reported to the physician(s), who questioned the low result obtained on the dimension vista instrument. The patient was redrawn two days later and the sample was tested on the same instrument and two alternate dimension vista instruments, resulting higher than the initial result. A corrected result was not reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium results.